Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper reprocessing, which is user error, misuse, and / or abuse. Additionally, a review of the service history record indicates that the device had been returned previously for the same malfunction. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings, and cable/cord/wiring of the motor device were damaged. It was further determined that the motor and control unit were defective, and the device had liquid damage. It was observed that the device displayed an e6 error code (software generated message for overheat warning) and the test run was not possible. It was further determined that the device failed pretest for no short circuit between sensor gnd and connector body (42). No short circuit between 5vdc line and connector body (42). No short circuit between hall sensors and connector body (42). No short circuit between phases and connector body (42) and motor thermistor assessment. It was noted in the service order that the device became stuck. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.